Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4.

Event description:
It was reported that stent damage occurred. The target lesion was located in a tight and calcified right coronary artery. A 3.00 x 48 synergy¿ drug-eluting stent was advanced to treat the lesion. However, device was unable to cross the lesion despite many attempts were made. It was then noticed that the proximal stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.